Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received a weak signal alert. The customer's blood glucose was 582 mg/dl. The customer reported treating their blood glucose with a manual injection. The customer was able to establish communication with the insulin pump at the end of the call. The insulin pump will not be returned for analysis.